Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). Patient reported they have an ins that will no longer charge. The patient wanted to get their battery working again. No patient symptoms were reported.